Event description:
Boston scientific received information that this right ventricular lead exhibited intermittent capture on telemetry monitor. The physician did check the patient's device and it was fine; however, programming changes were done. An increase in pacing thresholds was also observed. Tried isometrics; arm movements, coughing but could not recreate any loss of capture. The telemetry monitoring showed occasional pacer spike but no capture and the most noted was a run of 5 beats where 1 beat captured but the next one was okay, and never seen more than 1 beat in a row of no capture. The physician then told the field representative to leave it at 5v @ 1ms and suggested they would determine the next plan of action. Boston scientific technical services then suggested a chest x-ray to trace the source. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.